Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited possible loss of capture (loc) on this left ventricular (lv) channel. Technical services (ts) reviewed and stated that there were some premature ventricular contractions (pvc) or conducted with trigger pacing that do look different which was normal though. The patient was to be seen in clinic for further testing to confirm capture. The device and this lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).